Event description:
A nurse reported that a corneal burn of a patient's right eye occurred during a cataract procedure. The procedure was completed and the surgeon closed the wound using one suture. The patient was reported to be recovering well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).